Event description:
It was reported that the user experienced hyperglycemia while using the system with a teflon 6 mm, 23" infusion set, with no reported alarms, leaks, or interruptions in insulin delivery; the user noted high glucose, administered a corrective insulin injection, and later sought assistance with inserting and connecting a new g7 sensor. Symptoms included elevated blood glucose around 400 mg/dl without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included self-treatment with back-up insulin and no professional medical intervention or assistance required. Investigation included a review of device performance through user troubleshooting and education. Investigation of this case revealed no device malfunction reported and the cause of the hyperglycemia remained undetermined. It was concluded that the event was consistent with hyperglycemia of unclear cause, with no injury reported and no clinical intervention required. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.